Event description:
It was reported that during a cholecystectomy, jamming occurred. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. During functional testing, the instrument jammed twice due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed, the subsequent clips could be fed. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our mfg batch history review identified that an ejected clip issue was detected during the mfg of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.